Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed. It was noted that the noise was able to be reproduced with arm movements. It was noted that the patient was dizzy with nausea and vomiting, but it was unknown if the symptoms were related to the event. Programming changes were made. The lead remains implanted and active. The patient will continue to be monitored.